Event description:
It was reported that this patient felt under the weather and received a shock when performing physical activity. Boston scientific technical services were contacted, but were not provided device data. It was recommended that the patient contact their physician. Additional information has been requested regarding the event resolution, but has not yet been received. At this time, the device remains implanted and in service. The patient was stable with no additional adverse consequences.

Event description:
It was reported that this patient felt under the weather and received a shock when performing physical activity. Boston scientific technical services were contacted, but were not provided device data. It was recommended that the patient contact their physician. The physician elected to reprogram the device to resolve the event and the device remains implanted and in service. The patient was stable with no additional adverse consequences.